Manufacturer narrative:
The field service engineer (fse) went onsite and was unable to confirm and unable to replicate the reported problem there was no trouble found with the device during testing. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm does not sound at resuscitation station. It is unknown if the device was in use at time of event, and there was no adverse event reported.